Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A doctor reported a case of postoperative endophthalmitis in a patient who received an intraocular lens (iol) implantation approximately 1 month ago. Patient is currently being treated. No further information is expected. The doctor does not wish to be contacted at this time.